Event description:
It was reported that the subject device did not display an image during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failed leak test on video scope connector and a crack on focus ring. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to design. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, withdrawal when any irregularity is observed. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Pg. 10 olympus will continue to monitor the field performance of this device.